Event description:
Medical device manufacturer utilizing a disposable hood as part of gowning requirements for the clean room. A new disposable hood was introduced and almost immediately after introduction employees began experiencing contact dermatitis to the face, neck and foreheads. In less than a 10 day period there have been 5 reported cases to our occupational health department. The manufacturer was contacted about the reactions after the first 2 reports were made. The following response was received from the manufacturer: "the reaction is not to the elastic because it is synthetic elastic. Nor is it to the polypropylene. From my years of experience the people who are "allergic" to the hood are most likely experiencing an irritation to wearing the hood. Meaning they have more sensitive skin and the contact with the hood is irritating their skin. I've seen this before. What plants will do is have those people wear something else and continue the hood because it is very effective. I have a hood made of a softer material I can sample you on. It is more of a netting but more expensive. I will send you some samples. Perhaps you have the people who have a skin irritation to the poly hood wear the hood from netting. Been down this road before. Communication with the manufacturer to date has been left unanswered and orders are no longer being filled.